Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: l side of uterine fundus extending from the endometrial cavity of the serosal surface/ perforated uterine wall/essure coil within the endometrial cavity and left uterine cornua.'), device breakage ('device breakage'), device dislocation ('migration of essure device location of device') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude(close) follopian tubes.". The patient's medical history included herniated disc, meningitis (1998), insomnia (2003) and intracranial hypertension. Concurrent conditions included menses irregular, excessive menstruation, abdominal cramps, anxiety disorder, obstructive sleep apnea syndrome, pelvic hematoma, endometriosis, pelvic adhesions, gallbladder disease ((B)(6) 2016) and hepatic lesion. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication of device removal ("complications from essure removal procedure: failed removal"), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectom (full),salpingectomy (bilateral) and laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation was resolving, the device breakage, device dislocation, endometrial ablation, complication of device removal, migraine and headache outcome was unknown and the pelvic pain had resolved. The reporter considered complication of device removal, device breakage, device dislocation, endometrial ablation, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015 removal dates: (B)(6) 2016, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: findings: there is an ensure devices within the uterus. Impression: there is a non enhancing fluid collection directly anterior to the uterus extending to the right.; on (B)(6) 2016: finding: an essure devise is seen on left mid of the uterine fundus extending from the endometrial cavity to the serosal surface, unchanged from prior exam. Impression: 1. A lenticular fluid collection anterior to the uterus has decreased in since with decreases in adjacent inflammatory changes. 2. Malpositioned essure device, unchanged. Hysterosalpingogram - on (B)(6) 2015: impression: the cervical os was never visualized. The study is nondiagnostic for the determination of tubal occlusion. As per mr clinical statement: tubal occlusion status post essures implants. Findings: a scout film of the abdomen shows an essure device in place likely . In the left fallopian tube. As per pfs result: other (please describe) non-diagnostic for the determination what did your healthcare provider tell you about your results: that the radiologist was unable to locate cervix and therefore unable to complete.. Pathology test - on (B)(6) 2015: diagnosis: a) endometr1um (blopsylies): menstrual endometrium. No hyperplasia or malignancy identified.; on (B)(6) 2016: bilateral fallopian tubes, bilateral salpingectomy - two completely transected fallopian tubes with bilateral paratubal cysts. Clinical history: sterilization. Procedure: laparoscopic bilateral salpingectomy pre & post operative diagnosis: sterilization.; on (B)(6) 2017: final diagnosis: hysterectomy - features consistent with endometrial ablation with focal residual proliferative phase endometrium. Focal adenomyosis. Focus of acute and chronic endocervicitis. Essure coil within the endometrial cavity and left uterine cornua.. Ultrasound pelvis - on (B)(6) 2015: impression: l)mildly enlarged uterus without focal mass. 2)thickened endometrium. 3)no adnexal masses ·or pelvic free fluid.; on (B)(6) 2015: impression: 1 left essure coil visualized in place. 2} otherwise unremarkable pelvic sonogram.; on (B)(6) 2017: impression: 1. There is a linear, echogenic structure in the left lateral corneal area of the uterus representative of essure device. The patient does not have a right essure. 2. There is a trace of free fluid in the cul-de-sac. 3. Otherwise, normal appearing pelvic ultrasound. 4. The patient is scheduled to see dr. Following ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Event: pelvic pain outcome were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: l side of uterine fundus extending from the endometrial cavity of the serosal surface/ perforated uterine wall/essure coil within the endometrial cavity and left uterine cornua."), device breakage ("device breakage") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, meningitis (1998), insomnia (2003) and intracranial hypertension. Concurrent conditions included menses irregular, excessive menstruation, abdominal cramps, anxiety disorder, obstructive sleep apnea syndrome, pelvic hematoma, endometriosis, pelvic adhesions, gallbladder disease (july 2016) and hepatic lesion. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation was resolving and the device breakage, endometrial ablation, pelvic pain, migraine and headache outcome was unknown. The reporter considered device breakage, endometrial ablation, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, removal dates: (B)(6) 2016, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: findings: there is an ensure devices within the uterus impression: there is a non enhancing fluid collection directly anterior to the uterus extending to the right.; on (B)(6) 2016: finding: an essure devise is seen on left mid of the uterine fundus extending from the endometrial cavity to the serosal surface, unchanged from prior exam. Impression: a lenticular fluid collection anterior to the uterus has decreased in since with decreases in adjacent inflammatory changes. Malpositioned essure device, unchanged.. Hysterosalpingogram - on (B)(6) 2015: impression: the cervical os was never visualized. The study is nondiagnostic for the determination of tubal occlusion. As per mr clinical statement: tubal occlusion status post essures implants findings: a scout film of the abdomen shows an essure device in place likely . In the left fallopian tube. As per pfs result: other (please describe) non-diagnostic for the determination what did your healthcare provider tell you about your results: that the radiologist was unable to locate cervix and therefore unable to complete.. Pathology test - on (B)(6) 2015: diagnosis: a) endometr1um (blopsylies): menstrual endometrium. No hyperplasia or malignancy identified.; on (B)(6) 2016: bilateral fallopian tubes, bilateral salpingectomy - two completely transected fallopian tubes with bilateral paratubal cysts. Clinical history: sterilization procedure: laparoscopic bilateral salpingectomy pre & post operative diagnosis: sterilization.; on (B)(6) 2017: final diagnosis: hysterectomy - features consistent with endometrial ablation with focal residual proliferative phase endometrium. Focal adenomyosis. Focus of acute and chronic endocervicitis. Essure coil within the endometrial cavity and left uterine cornua.. Ultrasound pelvis - on (B)(6) 2015: impression: l)mildly enlarged uterus without focal mass. Thickened endometrium. No adnexal masses ·or pelvic free fluid.; on (B)(6) 2015: impression: 1 left essure coil visualized in place. Otherwise unremarkable pelvic sonogram.; on (B)(6) 2017: impression: there is a linear, echogenic structure in the left lateral corneal area of the uterus representative of essure device. The patient does not have a right essure. There is a trace of free fluid in the cul-de-sac. Otherwise, normal appearing pelvic ultrasound. The patient is scheduled to see dr. Following ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: l side of uterine fundus extending from the endometrial cavity of the serosal surface/perforated uterine wall/essure coil within the endometrial cavity and left uterine cornua."), device breakage ("device breakage") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, meningitis (1998), insomnia (2003) and intracranial hypertension. Concurrent conditions included menses irregular, excessive menstruation, abdominal cramps, anxiety disorder, obstructive sleep apnea syndrome, pelvic hematoma, endometriosis, pelvic adhesions, gallbladder disease ((B)(6) 2016) and hepatic lesion. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and oxycodone hydrochloride; paracetamol (acetaminophen; oxycodone hydrochloride). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation was resolving and the device breakage, endometrial ablation, pelvic pain, migraine and headache outcome was unknown. The reporter considered device breakage, endometrial ablation, headache, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015. Removal dates: (B)(6) 2016, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on 04-oct-2016: findings: there is an ensure devices within the uterus. Impression: there is a non enhancing fluid collection directly anterior to the uterus extending to the right. On (B)(6) 2016: finding: an essure devise is seen on left mid of the uterine fundus extending from the endometrial cavity to the serosal surface, unchanged from prior exam. Impression: a lenticular fluid collection anterior to the uterus has decreased in since with decreases in adjacent inflammatory changes. Malpositioned essure device, unchanged.. Hysterosalpingogram - on (B)(6) 2015: impression: the cervical os was never visualized. The study is nondiagnostic for the determination of tubal occlusion. As per mr clinical statement: tubal occlusion status post essures implants findings: a scout film of the abdomen shows an essure device in place likely. In the left fallopian tube. As per pfs. Result: other (please describe)- non-diagnostic for the determination what did your healthcare provider tell you about your results: that the radiologist was unable to locate cervix and therefore unable to complete. Pathology test - on (B)(6) 2015: diagnosis: a) endometr1um (blopsylies): menstrual endometrium. No hyperplasia or malignancy identified. On (B)(6) 2016: bilateral fallopian tubes, bilateral salpingectomy - two completely transected fallopian tubes with bilateral paratubal cysts. Clinical history: sterilization. Procedure: laparoscopic bilateral salpingectomy. Pre & post operative diagnosis: sterilization. On (B)(6) 2017: final diagnosis: hysterectomy - features consistent with endometrial ablation with focal residual proliferative phase endometrium. Focal adenomyosis. Focus of acute and chronic endocervicitis. Essure coil within the endometrial cavity and left uterine cornua.. Ultrasound pelvis - on (B)(6) 2015: impression: l)mildly enlarged uterus without focal mass. Thickened endometrium. No adnexal masses or pelvic free fluid. On (B)(6) 2015: impression: 1 left essure coil visualized in place. Otherwise unremarkable pelvic sonogram. On (B)(6) 2017: impression: there is a linear, echogenic structure in the left lateral corneal area of the uterus representative of essure device. The patient does not have a right essure. There is a trace of free fluid in the cul-de-sac. Otherwise, normal appearing pelvic ultrasound. The patient is scheduled to see dr. Following ultrasound. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Injury nos was replaced with pelvic pain. New event - ablation, migraines / headaches, migration of essure device location of device: l side of uterine fundus extending from the endometrial cavity to the serosal surface/uterine wall perforation clubbed together as uterine perforation,, device breakage were added. Event outcome uterine wall perforation was updated to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.